Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2019-00029.

Event description:
The user facility reported that an hour after the interventional procedure, the nurse let our 2ml of air from the tr band. The nurse left the room and when she returned the patient was bleeding from the site. The tr band was removed and the nurse placed a new tr band on the patient. She filled the device with air and the balloon burst. Blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on february 22, 2019. The procedure was a left heart cath.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update. It was initially reported that the device was available; however, it was confirmed that the device returned is for MDR 1118880-2019-00029. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.